Event description:
It was reported that the ilet did not power on when placed on the charging pad, and a replacement charger was shipped to the user. Symptoms included no adverse clinical effects, and the user reported blood glucose remained unaffected. Outcomes included temporary discontinuation of pump therapy with a switch to insulin injections without reported medical sequelae. Investigation included remote troubleshooting and arrangement of replacement charging hardware. Investigation of this case revealed a suspected charging malfunction associated with the external charger and charging interface, consistent with device not powering and a charger performance issue. It was concluded, based on previously established findings for similar reports, that the cause was a probable charger hardware failure.